Event description:
The reporter indicated an aa4203tl silicone toric single piece lens was torn during loading, but the surgeon attempted to insert the lens. There was pt contact, but no injury.

Manufacturer narrative:
(B)(4).